Manufacturer narrative:
Findings: the battery cap fits properly into battery tube and display was turn on after insert a new battery. Unit had intermittent button response due to flattened esc button dome switch. Keypad connector was fully locked. Unit had broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 250 mg/dl. The customer stated that there is crack on battery compartment. The customer doesn't know how the damaged occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.